Event description:
It was reported that patient was unable to use device as it was placed to high in scrotum. Physician decided to reposition the same pump, however during procedure physician accidentally used the coag on the bovie so pump and cylinders had to be replaced.

Event description:
It was reported that patient was unable to use device as it was placed to high in scrotum. Physician decided to reposition the same pump, however during procedure physician accidentally used the coag on the bovie so pump and cylinders had to be replaced.